Event description:
The pt experienced a sudden cessation of pain relief and signs/symptoms of acute drug withdrawal which included tremors, nausea, vomiting, increased pain, diaphoresis and diarrhea. The pt was admitted to the hosp and treated with unspecified intravenous narcotics. It was noted that they had some unspecified issues with the pump and it was one of the pumps in the list of serial numbers with no propellant. The pump was replaced. The new device appeared to be functioning well. The pt was at home recovering from the replacement surgery. The pump was used to deliver morphine.

Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication (dated 2008).